Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt's stimulation changed following a fall. An sjm rep reprogrammed the pt's system but was unable to provide effective therapy. Images were but the results are unk. F/u revealed the physician refered the pt to a surgeon revision surgery.